Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of the device locking up. The device made three beeps and the stylus would not function. Though it was still able to interrogate an implantable heart device, the speaker shorted which caused the device to appear to lock up and the stylus would not function. The speaker set was replaced and the stylus calibrated. It was further noted that the keyboard was pulling apart and it was therefore replaced. Product ID: 229047 analyzer. (B)(4).

Event description:
It was reported that when interrogating an implantable heart device the programmer locked up at the "quick look" screen. The power was cycled and the device was interrogated again however the programmer locked up again. It was further reported that the patient was pacemaker dependent and that the interrogation was being done to assess a presyncopal event and that the initial screen showed three ventricular high rates but further information regarding the time and duration of the event was unavailable due to the lockup. It was requested that if the data from the programmer was able to be retrieved that it be forwarded to the representative immediately. The programmer was changed out and returned for service. Though an interrogation was then able to be completed successfully, the previous data was unavailable due to a new session having had to be initiated. No patient complications have been reported as a result of this event.